Event description:
The device was inserted into the patient during a procedure to remove a large polyp. After the polyp was removed, the device would not break away from the loop. The ligating device's spring broke and could not be taken out of the endoscope while inside the patient. The physician performing the procedure called olympus and was instructed on how to remove the device. The pt developed a cold polypectomy bleed during the course of the procedure. Clip fixing devices were deployed to stop the bleed. The patient is reportedly fine.